Event description:
Customer will upgrade to the x23 from the x22. Customer stated that the insulin pump has damage from a car accident. Unable to reach customer for the details of the accident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.